Manufacturer narrative:
Upon further review, bd has determined that this MDR event is not reportable.   H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had flow rate too low. As per follow up information received via email on 17oct2022, pump would be replaced. The date of event occurred was 11oct2022. There was patient involvement, but no impact. The patient was switched to different device and therapy was continued. The flow was lower than it should have been, no information given. As per sample evaluation results received on 17jan2023, the root cause of the reported issue was due to a failed circulation pump. It was reported that the level sensor was also defective. It was noted that the level sensor was replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device had flow rate too low. Per follow-up information received via email on 17oct2022, pump would be replaced. The date of event occurred was (B)(6) 2022. There was patient involvement, but no impact. The patient was switched to different device and therapy was continued. The flow was lower than it should have been, no information given. Per sample evaluation results received on 17jan2023, the root cause of the reported issue was due to a failed circulation pump. It was reported that the level sensor was also defective. It was noted that the level sensor was replaced.